Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a fluid leak from the access 2 portion of their unicel dxc 600i synchron access clinical system. The customer reported obtaining "vacuum over limit" errors and the leak was from the wash tower area. No effect to patients or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse found that the wash tower valve was not responding to software commands. The fse replaced the wash tower valve and verified vacuum system performance. No issues were noted. Bec identifier for this report is (B)(4).